Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by review of the error log as well as the error recurring during performance of a rack rotation. The fse removed the sample loader cover and checked for obstructions, none were found. The fse identified the x2 rack pusher was positioned about 1-2 inches from the home sensor. The fse attempted an all set home action, but error recurred. The fse moved the x2 rack pusher and sample loader to a different position, and reattempted an all set home action. Error recurred again. The fse then checked the led15 light for the s073 sensor on the sld board and found it was flickering on and off. The fse replaced the s073 sensor (pia board), then powered on the analyzer and confirmed all components "homed" without error. The fse positioned the x2 rack pusher in multiple positions on the sample loader and performed an all set home with the rack pusher moving to the home position. No errors occurred. The fse validated the analyzer by by running quality control (qc) with results within acceptable range an no errors occurring. The aia-900 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were three similar complaints found during the searched period, including this one. The aia-900 analyzer operator's manual under section 12: flags and error messages states the following: [4183] s.loader-x2 home overrun cause: the home sensor s073, which is not supposed to be activated after the sample loader x2-axis moves, was activated. Action: remove the impediment or other cause of the error. Check s073 and also check to see the cause of slipping, and so on, that occurs when pm071 moves to the limit side. The most probable cause of the reported issue was due to an electrical problem with the s073 sensor, traced to component failure.

Event description:
A customer reported 4183 s. Loader-x2 home overrun error on the aia-900 analyzer. The customer rebooted the analyzer, confirmed no rack jam, and no obstruction. The feeder will move forward, however error occurs during patient sample processing. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ck-mb), myoglobin (myo) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.